Manufacturer narrative:
The reported event occurred on a cobas 8800 system (serial number: (B)(6)). The investigation determined that the cobas wnv assay performed within specifications, and no product or hardware issue was identified with the cobas wnv lots k21541 or m01062. A review of the provided data revealed weak wnv pcr curves with late cycle threshold (CT) values, while the internal control (ic) curves were robust. The observed variability between reactive and non-reactive results is most likely attributable to a very low viral load, near or below the test's limit of detection (lod). This is consistent with the expected variability in reactivity rates for low viral load samples, as outlined in the assay's instructions for use (IFU). The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 wnv 480t ivd assay on the cobas 8800 system. The allegation involves multiple west nile virus (wnv) samples that initially tested reactive but turned non-reactive upon retesting. Data provided by the customer showed weak wnv polymerase chain reaction (pcr) curves with late cycle threshold (CT) values, while the internal control (ic) curves were robust. Specific examples include: - sample ID (B)(6): wnv curve 39.11, ic curve 34.76. - sample ID (B)(6): wnv curve 39.53, ic curve 35.78. - sample ID (B)(6): wnv curve 38.47, ic curve 34.62. - sample ID (B)(6): wnv curve 39.19, ic curve 35.1. - sample ID (B)(6): wnv curve 39.35, ic curve 35.15. The results were questioned due to the observed variability between reactive and non-reactive outcomes for the same samples.